Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [5l80634] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:according to the information provided, it was reported that during the unknown surgery, when insert the anchor, the anchor was broken. The complaint device was received without anchor and evaluated. The distal tip of the device seems to stick indicating tissue debris. It was identified that only a part of suture was returned, and it was frayed. Also, the suture card is not in place. The device was received disassembled and it was missing the cover. Since the anchor was not returned, this complaint cannot be confirmed. The anchor breakages are associated with off -axis insertion, levering during insertion or excess tension applied on sutures which caused damage on the anchor during the use. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:[5l80634], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via affiliate that during the unknown surgery, when insert the anchor, the anchor was broken. Removed all the pieces from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.